Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that on (B)(6) 2025 the user lost consciousness at home and was treated by ems for hypoglycemia, then hospitalized with a fingerstick bg of 46 mg/dl. The user reported that the dexcom g7 sensor was disconnected and showing 288 mg/dl on the ilet, which may have contributed to insulin over-delivery. The user was treated in the hospital with oral carbohydrates and injections and was discharged on (B)(6) 2025.